Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced pain due to eroded mesh, along with additional medical treatment and procedures. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.